Manufacturer narrative:
An event of left bundle branch block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported left bundle branch block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor was chosen for implantation, utilizing a large flexnav. The patient presented in normal sinus rhythm (nsr), with a 4.3mm membranous septum, pre-gradient of 36mmhg, calcified left ventricular outflow tract (lvot), and a history of peripheral artery disease, and paroxysmal atrial fibrillation. The annular dimensions of the native valve were as follows: diamer 25.5mm, area: 520.5mm2, perimeter: 81.9mm. Perimeter derived was 26.1 mm. Predilation was performed utilizing a 23mm z med balloon. The valve was implanted at a depth of 5mm on non-coronary cusp (ncc) and 6mm on left coronary cusp (lcc). It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the ncc. It was noted that there were no deployment or retraction difficulties, and the valve fully released. Post gradient was 5mmhg and paravalvular leak (pvl) at the time of implant was mild to moderate. However, upon valve release, the patient developed left bundle branch block, requiring the patient to be monitored. It was noted that the pvl was at a grade of mild before discharge. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. The patient was reported to be discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.